Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion of a right ventricular pacing guidewire (rvp), the device exhibited leakage and was deemed unusable. No visible damage to the device was observed (e.g., no tears, cuts, or holes). The distributor reported that there was no patient harm associated with this event. Good faith efforts were made to obtain additional information regarding the device issue and the patient's clinical outcome; however, no response or further details were received from the reporting facility. No adverse clinical outcomes were reported.